Event description:
It was reported that a loss of aspiration occurred and the patient experienced burning pain. Two angiojet solent omni catheters were selected for a deep vein thrombosis thrombectomy procedure in the lower limbs with slight venous compression syndrome. A regular 500ml 0.9% saline bag with 5000 units of heparin sodium was used. The first angiojet solent omni was set up. The top of the saline bag was pierced with multiple small holes for eliminating negative pressure. The needle was inserted into the 10ml saline bag (with 250 thousand units of urokinase) and after 15 seconds of flushing, the physician ran power pulse. After the power pulse ran for about 50 seconds, the gasbag was making rhythmical sputter sounds. The physician noticed that the gasbag was not inflating regularly. The gasbag could not shrink regularly when priming and could not inhale to inflate to provide enough air pressure. The physician changed to manual power pulse and replaced the angiojet catheter. The second catheter was flushed for 15 seconds and thrombectomy mode was started. An approach to the proximal part from the popliteal vein at 1cm/5s was made. When the screen showed 140cc, the gasbag made banging sounds and aspiration was "lowing down" with less than 0.5cc of liquid exchanged per second and the patient was feeling a burning pain in the popliteal vein. The physician stopped using the angiojet catheter and used an unspecified 8f guiding instead. The patient's status is stable.

Event description:
It was reported that a loss of aspiration occurred and the patient experienced burning pain. Two angiojet solent omni catheters were selected for a deep vein thrombosis thrombectomy procedure in the lower limbs with slight venous compression syndrome. A regular 500ml 0.9% saline bag with 5000 units of heparin sodium was used. The first angiojet solent omni was set up. The top of the saline bag was pierced with multiple small holes for eliminating negative pressure. The needle was inserted into the 10ml saline bag(with 250 thousand units of urokinase) and after 15 seconds of flushing, the physician ran power pulse. After the power pulse ran for about 50 seconds, the gasbag was making rhythmical sputter sounds. The physician noticed that the gasbag was not inflating regularly. The gasbag could not shrink regularly when priming and could not inhale to inflate to provide enough air pressure. The physician changed to manual power pulse and replaced the angiojet catheter. The second catheter was flushed for 15 seconds and thrombectomy mode was started. An approach to the proximal part from the popliteal vein at 1cm/5s was made. When the screen showed 140cc, the gasbag made banging sounds and aspiration was "lowing down" with less than 0.5cc of liquid exchanged per second and the patient was feeling a burning pain in the popliteal vein. The physician stopped using the angiojet catheter and used an unspecified 8f guiding instead. The patient's status is stable. Device evaluated by MFR: returned product consisted of a solent omni thrombectomy system. The pump assembly, effluent/supply line, shaft, and tip were visually inspected. There was no presence of blood or fluid in the device only a few crystalize pieces of saline in the boot and the waste bag was cut-off, when received. The catheter was missing the tru-seal cap and it was not returned for analysis. There were numerous kinks throughout the shaft of the device. Functional testing was performed by placing the device in the angiojet ultra console. Functional testing consisted of running the complaint device through the full priming cycle and 180 seconds in thrombectomy mode and in power pulse mode for 60 seconds. The device ran within normal range without any leaks, issues or alarms. Inspection of the device presented no damage or irregularities.